Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Evaluation summary: it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as height/weight, bone quality, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: manufacturing records or complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.